Event description:
It was reported the connection from the programmer wand and the programmer is not tight physically or electrically. It seems to be l oose, and gives technicians thoughts that the programmer wand itself is broken. The programmer and programmer wand were returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found, the event could not be confirmed. Concomitant product: product ID 2090 programmer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.